Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator, fluoro function board and performed a collimator calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 8800 system intermittently displayed an iris pot error message. There was no report of patient injury.